Event description:
Component fractured. Results of the investigation, including a re-assessment of the rationale for this event has concluded in an update of the reportability decision.

Event description:
Component fractured.